Event description:
Pt was receiving high flow nasal cannula therapy using a vapotherm therapy unit. Rcp measured an indicated blender setting of 21% at 98% fio2. Rcp examined vapotherm blender and noted that o2 inlet supply hose was attached to the blender's mixed gas outlet port. Rcp noted that the o2 inlet port had no gas hose installed. Vapotherm exchanged for standard blender and cannula and pt therapy continued with o2 being checked with oxygen analyzer. Pt started on vapotherm 5 days before. Vapotherm isolated and sent to biomedical engineering for evaluation.